Event description:
A report was received from a boston scientific sales representative in 2007 stating "this was a very long fib case and towards the end of the procedure, they discovered pericardial effusion, no other catheter was used.

Manufacturer narrative:
In 2008, a boston scientific sales rep followed up with the following information; "the md was ablating in the left ventricle of the heart. Prior to the pericardial effusion, the chilli ii catheter was placed in the left ventricle via a transseptal puncture, and several rf applications were placed in the left ventricle. The patient had a tee before the procedure. Intracardiac ultrasound (bsc ice) was used to visualize and confirm the pe. A pericardiocentesis kit was used after the pe was confirmed via ice. Patient was stable." The chilli ii dfu was reviewed. The indications for use state that the chilli ii is indicated for "radiofrequency ablation of mappable ventricular tachycardias"; which is consistent with the event description. In the dfu, cardiac perforation and tamponade are listed as a potential adverse event that may be associated with catheterization and ablation. These events are very closely related to pericardial effusion. Cardiac perforation is the event that typically results in pericardial effusion, and tamponade is a direct consequence of pericardial effusion. We are unable to confirm any malfunction of the device, as the device was not returned for analysis. The failure modes associated with this effect are all related to excessive force used while advancing or withdrawing the catheter, or higher than normal ablation temperatures (due to several possible root causes). Since no catheter issue was identified, and the event description does not report higher than normal ablation temperatures, we can conclude that the event was likely due to excessive force used while manipulating the device.